Manufacturer narrative:
Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine(10 mg/ml at minimum rate) and bupivacaine(10 mg/ml at minimum rate) via an implantable infusion pump. It was reported that a motor stall occurred on (B)(6) 2018. It was unknown whether any environmental/external/patient factors led or contributed to the issue. The pump was replaced on (B)(6) 2018. The existing catheter remained implanted and the new pump was refilled with the same drugs and concentrations. The issue was reported as resolved and the patient was alive with no injury. The explanted pump was noted as being returned and tracking information was made available. No further complications have been reported as a result of this event.